Event description:
It was reported that the wake button was extremely difficult to press and requires multiple presses to turn on pump screen. Customer will continue to use current pump for insulin delivery. The customer¿s blood glucose (bg) level was 42. Customer consumed carbohydrates to address the low bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.